Manufacturer narrative:
The customer sent the device tp bench repair. The technician tested the device and found out that no sound was coming from the device. The bench repair technician replaced the speaker to solve the reported issue.

Event description:
The customer reported a speaker malfunction from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The customer reported a speaker malfunction from the device. The device was in use at time of event, there was no adverse event reported. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).